Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number was not provided.

Event description:
Two plates not yet released were inadverently released for sale. One plate (6-hole) plate was implanted in a patient at a nominal angle. The second plate was not used. To date, there is no noted post-op issue with the patient. This is 1 of 2 reports for the same event, complaint # (B)(4).